Manufacturer narrative:
Due to system updates, the part number involved in this event could not be auto populated and is being provided below:part number and description: 310-034-900 bird beach punch, straight.additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a right knee scope, the surgeon found that the ergonomics of the unit were not good for single-portal arthroscopy. A sharp ridge on the hinge of the unit was found to have soft tissue on the back of the jaw. This represents articular cartilage that has been scraped by the unit. Furthermore, you can see the condyle had been superfically scraped. The doctor confirmed that the damage to the articular cartilage is superficial and minor, the doctor also confirmed that the defects caused were normal for arthroscopy surgery and it will not affect the patient outcome in this event.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root causes for the reported failure mode could be: design, user preference and/or style. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a right knee scope, the surgeon found that the ergonomics of the unit were not good for single-portal arthroscopy. A sharp ridge on the hinge of the unit was found to have soft tissue on the back of the jaw. This represents articular cartilage that has been scraped by the unit. Furthermore, you can see the condyle had been superficially scraped. The doctor confirmed that the damage to the articular cartilage is superficial and minor, the doctor also confirmed that the defects caused were normal for arthroscopy surgery and it will not affect the patient outcome in this event.